Event description:
It was reported that patient was experiencing redness, heat, and discharge from implantable pulse generator (ipg) site. It was determined patient had an infection. The physician decided to flush out the pocket rather than explanting the device. The infection was not device related. The patient was administered antibiotics. The patient was doing well, no return of symptoms that would suggest infection remains.